Event description:
The manufacturer service technician reported that the front end of the device was disassembled while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.